Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there were ¿weird messages¿ on the pump. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported based on the allegation of a non-specific pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 08/21/2017. Device evaluation: the device has been returned and evaluated by product analysis on 07/24/2017 with the following findings: a review of the black box showed no data related to the reported issue. No data was found in the pump history due to continued use of the pump. Further investigation could not be performed due to a call service alarm.